Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, no device was received for evaluation¿as the device currently remains implanted in the patient. Method: no testing methods performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient experienced an allergic reaction in her ear postoperatively, during a follow-up visit following the implantation of a fluoroplastic shepard grommet with tab and 1.14 inner diameter on (B)(6), 2014. It was also reported that the device currently remains implanted in the patient, and the patient has had no other symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.